Manufacturer narrative:
(B)(4). Physio-control provided the part number for a replacement therapy connector assembly and advised that the therapy cable assembly will also need to be replaced. The device has not been returned to physio-control for evaluation.

Event description:
It was reported that one of the pins within the therapy cable assembly on the customer's device was broken. With this issue, the device could not recognize the connection of the therapy cable assembly. There was no patient use associated with the reported failure.

Manufacturer narrative:
The customer contacted physio-control stating that they did replace the therapy connector assembly, which did resolve the reported failure. Proper device operation was then observed through functional and performance testing and the device was returned to the end user for use.